Event description:
The customer called philips because the device failed op check. There was no specific reported malfunction that failed for opcheck. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.